Event description:
It was reported the patient¿s extension had a ¿broken contact.¿ impedance testing was performed several times and found that contact 8, the ¿most distal¿ contact, had impedances ¿>40000¿ ohms ¿while all other contacts showed in range values.¿ it was stated that ¿switching connectors with the other lead revealed that the problem had to be this extension¿ and ¿not the lead or the implantable neurostimulator (ins).¿ the issue was noted to have occurred during implant while the patient was under general anesthesia. The extension was replaced as a result of the event and the issue was resolved. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension found the conductor of circuit #0 was broken 2.7 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: product ID 3708695, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type extension. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.